Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure using the intellanav mifi open-irrigated ablation catheter, the patient experienced cardiac tamponade. Pericardiocentesis was performed. The patient condition was unknown, but the ablation procedure was continued and completed successfully with the original device. It could not be confirmed if another catheter was inside the patient. No further information could be provided. The device has been discarded and is unavailable for return analysis.